Manufacturer narrative:
Additional narrative: UDI: (01)10886705009657(10)1601113. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿account want to switch to wired unit¿. Per service reports, additional failure found and this complaint can be confirmed. It was found during evaluation that the device was corroded. Further, minor scratches were identified with the device upon decontamination. The defective components were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The minor scratches on the device is most likely a result of user mishandling, probably during transport or storage of the device. Fluid ingress into the device and contact with the device is responsible for the corrosion. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the footswitch device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device was corroded. There was no procedure nor patient involvement reported. No additional information was provided.